Manufacturer narrative:
(B)(4). Concomitant medical products. Tprlc xr mp t1 pps 14x113mm cat# 51-145140 lot# 6156281, tprlc 133 t1 pps ho 17x154mm cat# 51-104170 lot# 6170627. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01009, 0001825034-2020-01010.

Event description:
It was reported that sterile packages were found damaged. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed a blemish on the corner of the blister carton. Black debris was observed inside the pouch. The sterile seal remains intact. The sterility of the device has not been compromised. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.